Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed programming and troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services discussed programming and troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead was explanted and replaced. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.